Manufacturer narrative:
D9: date returned to mfg.: 3/18/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿device had a cassette not attached error and a damaged downstream occlusion (dso) seal¿ cannot be confirmed through cassette test/visual inspection. Further investigation found the dso seal lifting, battery compartment damage and main board damaged. Replaced dso seal, battery compartment and main board. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error and a damaged downstream occlusion (dso) seal. There was no patient involvement.